Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received open book image on insulin pump screen. Customer stated they detected water in battery case they tried to dry it with air dryer but insulin pump did not show any reaction and display went black. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Event description:
Customer reported that they had used the pump in water in the morning after breakfast. Then, they got open book error afterwards. Customer went back to hotel room and found that there was water in the battery case. Customer tried to dry the pump but it was too late. Pump did not show any reaction and the display went black. Customer had high blood glucose. Customer treated the high blood glucose with glucose pills. Customer went to the emergency room and was hospitalized on (B)(6), 2022 at 4pm for high blood glucose over 1000mg/dl. Customer was unconscious and was treated with insulin drip at the hospital. Customer met the new criteria for diabetic ketoacidosis. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Per customer, smartguard was not used. It was unknown if sensor was used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information related to harmcode, treatment code has been updated and provided in h6 section of this report.

Event description:
Customer had high blood glucose. Customer treated the high blood glucose with glucose pills. Customer went to the emergency room and was hospitalized on (B)(6) 2022 at 4pm for high blood glucose over 1000mg/dl. Customer was unconscious and was treated with insulin drip at the hospital. Customer met the new criteria for diabetic ketoacidosis. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Per customer, smartguard was not used. It was unknown if sensor was used. Customer reported that they had used the insulin pump in water in the morning after breakfast. Then, they got open book error afterwards. Customer went back to hotel room and found that there was water in the battery case. Customer tried to dry the insulin pump but it was too late. Insulin pump did not show any reaction and the display went black.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Date of event has been updated and provided with this report in section b3. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.